Manufacturer narrative:
Investigation summary: a partial of the actual event unit was returned for evaluation. No testing on the event unit could be performed, due to the state of the returned sample. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. Although the root cause of the cannot be determined due to the inability to evaluate the complete device for non-conformances, the customer's experience is most likely due to retracting the deployment mechanism prior to full deployment. Per the instructions for use, the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by retracting the thumb ring prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Although the root cause of the incident experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap chole - "iron ring was visible, the plastic retrieval bag didn't cover the iron like its supposed to. While deploying the bag, the iron ring wasn't covered by the plastic bag, it was shown and this can be dangerous." Patient status: unknown.